Event description:
Caller alleged that the following results were obtained on a neonate patient less than 10 minutes apart: 29 mg/dl (inform meter) and 12 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Retention testing is not complete at this time.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.